Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on august 6, 2025. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150208 captures the reportable event of clip deployed in scope.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for defect closure in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip prematurely deployed within the scope during insertion. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on august 6, 2025 it was clarified that the device was removed from the patient's body.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter email) has been updated based on the additional information received on october 30, 2025. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150208 captures the reportable event of clip deployed in scope.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for defect closure in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip prematurely deployed within the scope during insertion. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on august 6, 2025. It was clarified that the device was removed from the patient's body.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150208 captures the reportable event of clip deployed in scope.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for defect closure in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip prematurely deployed within the scope during insertion. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.